Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2, b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). D6 - explant date was not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported and learned through investigation that a patient with a 23mm 3300tfx aortic valve in aortic position underwent a valve replacement procedure after an implant duration of 9 years, 11 months due to severe stenosis. Avr was completed with an unknown aortic valve.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve in aortic position is under evaluation for a possible valve in valve procedure after an implant duration of 9 years, 8 months due to unknown reasons. Tavr has not been scheduled.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b3, b4, b5, d6, g3, g6, h2, h6. H11: corrective data: based on the additional information obtained, corrected section h6 as previous submitted medwatch# 64775 inadvertently missed the impact code.

Event description:
It was reported and learned through investigation that a patient with a 23mm 3300tfx aortic valve in aortic position underwent a valve replacement procedure after an implant duration of 9 years, 10 months due to severe stenosis. Avr was completed with a 21mm 11500a aortic valve.